Event description:
A patient underwent removal of pacer generator and atrial and ventricular leads due to pacer infection. When removing the infected device, it was noted the suture sleeve was separated on the lead. Procedural notes: "it was noted that the suture sleeve for the his bundle lead was torn. The ethibond sutures that were around suture sleeve were cut down, was performed to expose the distal portion of suture sleeve, which was completely retracted and removed. The his bundle lead was extracted from the his bundle position. The stylet was placed into the right atrial lead and the active fixation screw was retracted. The lead was extracted from the right atrium without difficulty." "Impression: successful extraction of an atrial and ventricular lead as well as a pulse generator from an infected pacemaker. The suture sleeve of the right ventricular lead was found to be torn, but complete removal of suture sleeve was obtainable."